Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that multiple cartridges did not fit onto the pump. A cartridge change was performed resolving the issue. Additionally, it was reported that intermittent occlusion alarms occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Customer administered a manual insulin injection to address elevated bg. Customer changed pump supplies and resumed insulin delivery.